Manufacturer narrative:
Device evaluation details: the returned device was inspected and no physical damage was observed, however, during a deeper investigation, a hole was observed on the pebax with reddish material inside. Then, the deflection mechanism was tested and the catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer experience cannot be confirmed since the device was deflecting correctly. The root cause of the damage on the pebax could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that during the procedure they encountered an inaccurate curve (defective curve). The thermocool® smart touch® sf uni-directional navigation catheter was replaced to resolve the issue. There were no patient consequences. The customer¿s reported issue of inaccurate curve has been assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/10/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no physical damage. On 01/13/2020, during a second visual analysis found a hole in the pebax with a reddish material inside. Since the integrity of the pebax sleeve is compromised, the finding has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 01/13/2020 and has reassessed this complaint as reportable.